Event description:
It was reported that the customer received medical treatment by his healthcare professional due to blood glucose levels greater than 300 mg/dl. The customer also had an infection at the insertion site. The customer's skin became inflamed, sore and the size of a golf ball. There was also discharge. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.